Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced soreness and inflammation at the lead site as the extension eroded through the skin and created a pea sized opening. Surgical intervention was taken on 1/15/20106 where the extension was buried deeper. Reportedly, the issue resolved through intervention.

Manufacturer narrative:
The date typed in section was inadvertantly typed incorrect. The date should read (B)(6) 2016 instead on (B)(6) 20106.